Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of been hospitalized on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer also reported of receiving a no delivery alarm. Phone call was dropped and customer could not be reached.